Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the disposable subcutaneous catheter passer broke off where you put the catheter more than once. It was stated the device broke off at the place where inserted (just distal to) in a groove in the handle. It was the piece of the plastic that the catheter attaches to that pulls the catheter through the rod.